Event description:
Customer alleged caster came off chair while being pushed. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model gvtrsx58, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female (B)(4). . The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that during a conversation with the va, he learned that the consumer had flipped out of her manual wheelchair when the left front caster allegedly came off her chair while she was being pushed. It is unknown how the caster fell off and if the consumer was wearing her seat positioning strap. No injury or medical intervention reported. A quote has been issued for the left front caster assembly.